Event description:
It was reported that the patient's right ventricular lead exhibited low, high voltage impedance. Upon review, the implantable cardioverter defibrillator and right ventricular lead were noted to deliver inappropriate shock and antitachycardia pacing therapies for an oversensed supraventricular tachycardia induced ventricular tachycardia/ventricular fibrillation. The lead was capped and replaced on (B)(6) 2017 and the implantable cardioverter defibrillator was explanted and replaced. The patient was stable.